Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event of a thrombosed stent requiring surgical intervention is due to procedural complications, patient resistance to medication, or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient experienced an increased weakness in their left arm. Imaging revealed that the stent was occluded and the physician elected to explant the stent. The patient's symptoms improved and they almost returned to baseline the next morning. Additional information stated that the physician determined that the symptoms experienced by the patient were an extension of the symptoms from a previous stroke and there were no new symptoms post tcar procedure. The reported event of left arm weakness is related to the patient's recrudescence of symptoms (pre-existing condition) and not related to the tcar procedure. At this time, it is unknown if the reported event of a thrombosed stent requiring surgical intervention is due to procedural complications, patient resistance to medication, or a silk road medical device, hence it will be reported out of an abundance of caution.